Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, suffereing, increased metal ions, and weakness.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint description: litigation received. Litigation alleges pain, suffering, increased metal ions, and weakness. **update (B)(6) 2016 der received. Patient revised for elevated metal ion levels and pain. Updated part/lot/exp/and dor:there is no new information that would change the existing MDR decision. Complaint updated (B)(6) 2016. Update ((B)(6) 2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in hip and groin, as well as problems sitting and walking. Indications for surgery stated persistently elevated metal ions, even after revision of the other hip. Revising surgeon identified corrosion at the trunnion femoral head junction, and at the periphery of the metal liner. Femoral component was noted to be well fixed and aligned, as was the acetabular cup. Stated metallosis of the peripheral rim of the liner and cup and trunnionosis. Metallosis and corrosion harms added to complaint. No available metal ion labs to corroborate the stated elevations and allegations. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2017. Investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the metal liner product code and lot number combination. However; a review of the device history record associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combinations for the head and stem. Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information was conducted, as applicable, utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: litigation received. Litigation alleges pain, suffering, increased metal ions, and weakness. Update (B)(6) 2016 der received. Patient revised for elevated metal ion levels and pain. Updated part/lot/exp/and dor: there is no new information that would change the existing MDR decision. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (2/14/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in hip and groin, as well as problems sitting and walking. Indications for surgery stated persistently elevated metal ions, even after revision of the other hip. Revising surgeon identified corrosion at the trunnion femoral head junction, and at the periphery of the metal liner. Femoral component was noted to be well fixed and aligned, as was the acetabular cup. Stated metallosis of the peripheral rim of the liner and cup and trunnionosis. Metallosis and corrosion harms added to complaint. No available metal ion labs to corroborate the stated elevations and allegations.